Event description:
Healthcare professional reported left side device rupture diagnosed during a routine ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on posterior side assessed as surgical impact opening. Shell thickness within specification. As per the investigation procedure, particles, non-penetrating nicks and missing shell were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported, left side device rupture. Diagnosed, during a routine ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.